Event description:
It was reported that an electrical storm "shorted out" the patient's previous system and he had to have his wires "redone" at that time. For subsequent issues, see MFR. Rep. # 3004209178-2012-06534.

Manufacturer narrative:
(B)(4). Lead: model 3487a-56, lot# j0511608v, implanted: (B)(6) 2005, inactivated: (B)(6) 2005; extension: model 748910, serial# (B)(4), implanted: (B)(6) 2005, inactivated: (B)(6) 2006; programmer: model 7434a, serial# (B)(4).